Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device was passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed.